Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl while using the exercise mode in control iq. Orange juice and almonds were consumed to address bg. Reportedly, the customer started to turn on exercise mode 2 hours prior to exercising to address the event.